Event description:
It was reported by the affiliate that the (2) er320 were used during an unknown procedure. It was reported that the clips were malformed. The case was completed with another instrument. There was no pt consequence.